Event description:
A malfunction alarm was reported by the customer, indicating an issue with the pump. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the customer was able to continue using it without the issue recurring. The customer was advised to contact technical support if the malfunction code appeared again and confirmed their understanding of the instructions.